Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device was received inoperative for se 2204. As a result, the device failed the homechoice rite functional test for being received inoperative, however, the device met the remainder of the rite functional performance specification requirements. The device also failed the rite electrical ground bond test. Inspection of the ground wires revealed the screw on the door post was loose. The assignable cause for rite test failure - ground bond was determined to be a loose screw on the door post. The screw was tightened; ground resistance was measured, and found to be within the ground bond specification. A review of the device's service history record was performed and no issues were identified that may have contributed to the rite failure. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.